Event description:
The device was being utilized to perform an aortra-femoral arteriogram. Pt had a femoral graft. The catheter was advanced through the graft. Upon removal, it was noted that two of the marker bands had come off but were still on the wire. The bands were subseqently removed. A sheath was not being utilized.